Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that before implant the doctor visually checked the helix advancement and retraction. It was difficult to advance and after several trials it was unable to be advanced. No patient complications have been reported as a result of this event.